Manufacturer narrative:
The failure investigation has been completed and the alleged battery not holding charge issue was verified. Additionally the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently fluctuating and was observed to be depleting rapidly which resulted in the pump shutting down. The customer's blood glucose was between 230-260s(mg/dl). Reportedly the customer continued to use the pump for insulin therapy.